Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-00345. The manufacturer is unable to determine which lead was repositioned hence both leads are reported. It was reported the patient was experiencing a pinching sensation at one of the occipital (off-label use) lead sites. The patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned which resolved the issue.